Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jan-2020. The most recent information was received on 19-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A06686) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced neck pain ("neck pain"), fatigue ("severe fatigue"), depression ("depressive state"), premenstrual syndrome ("pms (premenstrual syndrome)"), back pain ("back pain") and musculoskeletal pain ("shoulder pain"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, neck pain, fatigue, depression, premenstrual syndrome, back pain and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for back pain, depression, fatigue, medical device removal, musculoskeletal pain, neck pain and premenstrual syndrome with essure. Lot number:a06686 manufacturing date:2012/05 expiration date:2015/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality-safety evaluation of ptc. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A06686) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced neck pain ("neck pain"), fatigue ("severe fatigue"), depression ("depressive state"), premenstrual syndrome ("pms (premenstrual syndrome)"), back pain ("back pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, neck pain, fatigue, depression, premenstrual syndrome, back pain and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for back pain, depression, fatigue, medical device removal, musculoskeletal pain, neck pain and premenstrual syndrome with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.